Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted: (B)(6) 2009. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead trend measured highly variant impedances on the rv and svc coils from normal range to out of range high readings. The lead remains in use. No patient complications have been reported as a result of this event.